Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken patient cable pin in the connector of the system controller was not confirmed. There was no photos or log files submitted for review. System controller, serial (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the damaged pin was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instructions for use (rev. C) states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ the IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a broken pin from the power module patient cable was stuck in the controller white power cable. As a result, no data could be seen on the system monitor. The patient changed to their backup controller and was given a loaner backup until a replacement could be obtained.